Event description:
A user facility reported a pt with residual astigmatism following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2012 by phone, fax, and mail. Medical records were received on (B)(6) 2012. A completed questionaire has not been received. (B)(4).